Event description:
The patient was implanted in 2007. It was reported "patient was implanted six months ago. During consultation in may, impedency was 3700 ohms. In july, the patient had a revision for fixing back one of the tiedowns. The surgeon didn't touch the electrodes. No interrogation was performed in or." About few days later, patient came for a neuro consultation. Interrogation of the device showed a low impedency of <200 ohms. X-rays were reviewed by manufacturer. The lead body was visible in the cervical area and a gross lead fracture and acute angles were found in the lead body. The lead body was extremely coiled and twisted, indicative of patient manipulation. No surgery is planned at this time for the patient. The treating physician has decided to wait a few months with the vns off and see what happens. If seizures worsen, a revision will be planned.

Manufacturer narrative:
Manufacture reviewed x-rays of implanted devices. X-rays reviewed by the manufacturer revealed a gross lead discontinuity. Device malfunction occurred, but did not cause or contribute to a death or serious injury.